Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2014. The patient did not report injury or medical intervention.

Manufacturer narrative:
The complaint device was not returned for evaluation. However, data was received and downloaded on (B)(4) 2015. A review of the downloaded data log did not confirm the reported event of inaccurate blood glucose values.

Manufacturer narrative:
(B)(4).